Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, two instruments clashed each other, resulting in a broken fenestrated bipolar forceps instrument. The procedure was completed with a backup instrument. There was no reported injury and no report of any instrument fragments falling into the patient cavity.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and failure analysis (fa) investigations were performed. Fa replicated and confirmed the customer reported issue. The instrument was found to have a broken main tube near the distal end. No measurable pieces were missing; however, small shards of the main tube were observed to have splintered off from the breakage. The main tube was broken all the way around, however, the two broken pieces remained intact. Functional testing was not able to be performed due to the damaged condition of the instrument, as it wasn¿t able to be fed through the cannula. The cables within the main tube were not damaged at the point of breakage.